Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in both connectors. The returned device had a damaged atrial setscrew block with foreign material present on the setscrew block. The returned device indicated foreign material in the ventricular set screw socket. The returned device indicated a loose/detached atrial set screw. The returned device indicated both set screws had rounded sockets. The returned device had foreign material on the bottom surfaces of both grommets. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was explanted and replaced, however, the new lead did not fit into the implantable pulse generator (ipg) header due to a grommet or set screw issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.